Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system (complaint states product as "transobturator mid-sling medical device") was implanted into the patient on (B)(6), 2007. According to the complainant, the patient experienced bladder spasms, incontinence, groin and leg pain, bladder obstruction and eventually went into acute urinary retention. All other information, including the patient's current condition, is unknown and reportedly unavailable.